Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 0185 lead implanted 2010 (B)(6); 419688 lead implanted 2010 (B)(6). (B)(4).

Event description:
It was reported that the patient complained of pain over the implantable cardioverter defibrillator (ICD) pocket and that the ICD flips out at the top when the patient sits up. The ICD pocket was revised and the ICD remains in use. No patient complications have been reported as a result of this event.